Event description:
Customer reported that three patients were typed as b, rh-positive. The actual types verified by manual tube testing were o, rh-positive. Also, one patient typed as ab, rh-positive and was verified as a, rh-positive. When the discrepancies were noted, the customer decided to retype all of the patient specimens from the testing batch. Abo discrepancies were noted with two other specimens. Corrected reports were issued. No medical action was taken based on the erroneous results.

Manufacturer narrative:
A service call was performed in 2004, and the rosys plato was operating as expected. Further investigation with the customer determined that the hemagglutination/dilution (hd) strips are reused 4-5 per day. The hd strips are intended to be used for 7 days when used once daily.